Manufacturer narrative:
C1 manufacturer/compounder - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified procedure in which floseal was used. It was further reported the patient experienced an allergic reaction (no further details). At the time of this report no further detail was provided regarding any treatment, interventions for the event, hospitalization, or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Suspect product: manufacturer/compounder - this device was manufactured/compounded at one of the two following manufacturing sites: baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states. Baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states. Baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. Initial reporter postal code: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.